Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured saccular left ophthalmic carotid aneurysm with pipeline embolization device, the physician had 3 attempts before successfully implanted the pipeline because the first two did not open distally. It was reported that the vessel was very tortuous. The first pipeline was not implanted because the pipeline did not open distally after difficulty during delivery (MDR# 2029214-2015-00443). Since the device did not open, the physician removed the device with the catheter as one system. The second pipeline also did not open distally, even after the physician tried to rotate the pushwire less than 10 times and tried to open the distal part. The physician decided to remove the device with the marksman (MDR# 2029214-2015-00444). The third device needed to be ballooned open because the device did not fully open (MDR# 2029214-2015-00445). The device was fully apposed the arterial wall after the ballooning. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined. Same event as reported in MDR# 2029214-2015-00443 and 2029214-2015-00444.